Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary unit displayed error and screen went black. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary unit displayed error then screen went black. As per part investigation, it was determined that there was physical damage of scrape, cut markings along an area of the cable. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter addr 1 the report that the station displayed an error then the screen went black was confirmed by the bd field service engineer. The field service engineer evaluated the station: found a damaged aux pyxibus cable pyxibus cable was misrouted and got hung on a sharp edge at the back of the drawer; replaced cable and routed it away from the sharp edge visual inspection of the pyxibus cable observed there was physical damage of scrape, cut markings along an area of the cable; however, no wires were exposed electrical measurement noted there was continuity along the end-to-end connector contacts as expected although there were no exposed wires, further testing was attempted by placing a multimeter lead along the damaged cable area to test for continuity; however, there was no continuity as expected no further testing was deemed necessary due to the damaged pyxibus cable a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The root cause of the station displaying an error then the screen went black was due to a physically damaged pyxibus cable. The field service engineer observed that the pyxibus cable was misrouted and got hung on a sharp edge at the back of the drawer.